Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the garment straps. The area was described to have open blisters that were red and oozing pus. Band-aids were placed over the open blisters. During a follow up, the patient reported that his skin was infected and that his doctor provided him with antibiotics and something to wash the wounds. A final follow up indicated that the irritation was healing.